Manufacturer narrative:
The returned device was patent. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It met the requirements for leak testing. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient's evd catheter was attached in the operation room, it was discovered that the stopcock was obstructed and was not flowing properly through the stopcock regardless of the orientation. The system was replaced and it was confirmed the second unit was working fine. There was a very small delay in surgery while the replaced the system; however, there was no patient impact.